Manufacturer narrative:
The device has been returned and evaluated by product analysis on 15-jul-2019 with the following findings: the keypad was found to be intact; no damage or peeling was observed. During testing, all of the keypad buttons responded appropriately. The keypad was removed and evidence of contamination was observed under all of the button contacts. There was evidence of moisture corrosion in the battery compartment. The battery compartment was cracked below and above the grip pad. Leak testing revealed a battery compartment leak. The pump was opened and no evidence of moisture was observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.